Event description:
During a laparoscopic appendectomy, the ez35w handle broke off while trying to fire. The hosp did not save the instrument. There was no consequence to the pt. 2/7/97 the case was completed with another ez35b.